Manufacturer narrative:
Investigation of the returned product determined the cause to be isolated to the microprocessor/microcontroller/processor. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section g4 (date received by mfg) was incorrectly documented in follow-up report #4. The correct g4 date is december 10,2018.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Investigation of the returned product determined the cause to be isolated to the microprocessor/microcontroller/processor. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section g4 (date received by mfg) was incorrectly documented in follow-up report #1. The correct g4 date is august 7, 2018.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. Section g-4 (date received by mfg) was incorrectly documented in follow up #4. The correct g-4 date for follow up #4 is november 02, 2018. Section h-10 of follow up #5 was also incorrectly documented. Please see below for the corrected h-10 that should have been included in follow up #5. (This serves as a correction report. Section g4 (date received by mfg) was incorrectly documented in follow-up report #4. The correct g4 date is november 02, 2018.)

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Investigation of the returned product determined the cause to be isolated to the microprocessor. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
See section h11 (corrected data). All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section g-7 (follow up #) was incorrectly documented as follow up #4 in the previous MFR 2954323-2017-05802. G-6 has been correctly updated to follow up #2.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
See section h11 (corrected data). All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section g-7 (follow up #) was incorrectly documented in the previous MFR 2954323-2017-05802. G-6 has been correctly updated.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.